Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports. Pt information not provided. Phone and email contact for foreign physician not provided.

Event description:
Patient complied of edema and pain approximately 1 week after treatment. Before scheduled appointment, saw another physician who prescribed medications. The next day the area drained pus. At clinic visit, area was debrided, cultured and washed with antibiotic solution. Antibiotics were prescribed. Reported that it took about 1 month to resolve.